Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles . There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on dec 06, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the external and internal inspection, the manufacturer observed that the air inlet filter was missing, and the user interface (ui) knob was broken. The air outlet port showed dust-like contamination and potential mineral deposits, indicating possible water ingress. Similar tan dust-like contamination was present at the air inlet. The printed circuit assembly (pca) exhibited light dust-like contamination across its top surface. Additionally, dust-like contamination was observed on the top of the blower box lid, in the surrounding area, on the top of the blower motor, and inside the blower box. Potential mineral deposits, further suggesting water ingress, were found inside both the blower box and the blower motor. The bottom enclosure also contained dust-like contamination. The air inlet seal had yellowed and exhibited dust-like contamination as well. The sound abatement foam was intact and had dust-like contamination on its surface, but there was no evidence of foam degradation or breakdown observed in the device. During an internal and external inspection of the humidifier, the manufacturer found that the flip lid seal had an unknown brown contamination on it. White and tan dust-like contamination was present throughout the humidifier enclosure. Potential mineral deposits were observed inside the enclosure, indicating possible water ingress. Unknown white dust-like contamination was found on and beneath the heater plate, as well as on the dry box seals, which had also yellowed. Potential mineral deposits suggesting water ingress were present on the dry box. Unknown brown dust-like contamination and possible mineral deposits were observed on top of and inside the water tank. Additionally, unknown white and tan dust-like contamination was found in the iso port (international organization for standardization). The contamination identified within the humidifier enclosure is considered not to be within the airpath. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 5 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed that there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Sections d9, h2, h3 and h6 has been updated in this report.